Event description:
Information was received from a healthcare provider (hcp) and the patient. It was reported that patient attempted to turn the implantable neurostimulator (ins) on with the patient programmer (pp) and saw ¿the call your doctor message.¿ the hcp did not know what the code was displayed on the pp. The patient had turned the system off some time ago because she felt it wasn¿t working. Hcp stated the last time they saw the patient was (B)(6) 2016 at which time the battery estimated on the physician programmer showed 74 months. Hcp did not think the battery was at end of services (eos). The patient later reported that she did not think the device had worked for her and she did not do anything with her pp until last week. She got power on reset message when she used it. Patient stated she had no therapeutic benefit since implant. Additional information received from healthcare provider and patient reported that they tried to hook it up and got call the doctor message. It was indicated that device needed to be reset and patient had appointment scheduled on (B)(6) 2017. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.